Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the video cable connectors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the video connector pin was bent causing no image it was recommended that the video connector be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic urology procedure, the visera elite video system center did not have image when a camera was plugged. It was noted, it was observed that the camera was inserted incorrectly on the front part and the connection inside the connector port was damaged. It was also noted that the connector port inside the door was bent. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.